Event description:
It was reported that the patient received several therapies due to a medical condition. Device longevity showed 4yrs. Few days later the device was in a back up vvi mode, near eol and extended charge time. The therapies were appropriate and consistent with the physician management.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.